Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-129 - user misread display. Test strip UDI#: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - customer's condition had improved. Customer did not currently have any diabetic symptoms. No medical intervention since the last call was reported and is comfortable with results from the replacement products.

Event description:
Consumer reported complaint for error display and wrong unit of measure. Customer stated that the meter gave her an e-4 when she insert a test strips, also that when the meter is powered on, it shows 0.0 mmol/l. Customer stated the meter does not store any other results. At the time of the call the customer reported feeling symptoms of increased thirst and increased urination. Medical attention was not needed at the time of the call. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/15/2019 and test strips were opened four days ago. The meter memory was reviewed for previous test result history: result 1: 0.0 mmol/l, date: (B)(6) 2018, time: 12:00pm, fasting.